Event description:
It was reported that the patient experienced a loss of therapeutic effect. The first week when the patient sat down it hurt all in the area. It was noted that the patient got more feeling in the back than in the vagina. At first after implant the patient wasn¿t going to the bathroom as much but yesterday they barely made it to the bathroom. It was reported that the patient just hoped it worked and they thought it was working for them. The patient was getting up 6 times a night and their bed was only 3 feet from the bathroom and they wore a pad and diaper and they were wetting that before they could get to the bathroom before implant. It was noted that yesterday the patient¿s pad was leaking all the time and a couple of days ago the patient had to go and had to completely change everything. Last night the patient went maybe 4 to 5 times and they ate their breakfast at 3:20 and was reading. It was reported that the patient couldn¿t sleep. The patient¿s stimulation was on set on program 2 at 1.3v. It was noted that the patient had a follow-up appointment with their health care provider (hcp) coming up. The patient was bothered that their hcp put in the permanent one without knowing if the temporary one worked or not. It was reported that the hcp told the patient they would be happy if it helped 50% and that it wouldn¿t hurt for it to stay in there. The patient knew they could never get an MRI and about going through security. It was noted that the patient did not get any manual at implant and they received the cd but had trouble hearing it on their laptop. Additional information received reported that the patient was not sure their device was working for them. The patient was still sore and the day before yesterday they wet the bed 6 times. It was noted that if the patient would have known all the things they could not do they would not have had the device implanted. The patient had an appointment with their hcp scheduled in 2 days and had not used their stimulation at all today. It was reported that the patient did not wear it all the time. The patient was not sure if the implantable neurostimulator (ins) was on and their spouse used the programmer and sometimes they could feel it but the book said some people don¿t feel it. It was noted that the patient did not usually use the programmer antenna and they were able to communicate and were on program 2 at 1.8v. The patient did not see the lightning bolt then they turned the ins on and saw the lightning bolt and could feel stimulation. It was reported that the patient had a ¿trach¿ and they usually lied on their right side and now they couldn¿t. The nurse told the patient that they just had to press the button on the programmer by the light bulb. It was noted that the patient had a new laptop and could hear it very well so they appreciated the book they were sent. The patient had an appointment with their heart hcp on 2014-05-18 and would be getting the chemical on the stress test. It was reported that the patient¿s bandage came off today. The patient¿s stimulation did not seem to be working. Additional information received reported that there was no sound on the patient programmer dvd however other dvds that the patient played on their laptop had sound and they verified that sound was set to on. The patient was having difficulty placing the programmer over the site as they didn¿t remember where it was placed. It was noted that the patient was unable to connect with the implant as they were not sure where it was located. The patient had noticed leaking and it had never quit since they received their implant and their hcp reviewed that 50 percent was the goal. It was stated that when the patient had gone to their hcp¿s office the nurse checked their device and the stimulation was actually off. The patient had to get up 4 times last night and they wet their pants before they made it to the bathroom. It was reported that the patient still had to wear pads and diapers. The patient had taken vesicare and when they took that at night it seemed to help. It was noted that the patient¿s hcp said they would like them to take more but they couldn¿t afford the extra medication. The patient had an appointment to see their hcp in 3 days. It was stated that the patient had a trach to speak. The patient and their spouse called back and they checked the implant. It was reported that the implant was set to 1.8v and the stimulation was on. The patient could feel the stimulation in the vaginal area now and it was comfortable. It was noted that before when the patient was sleeping they felt stimulation going down the uterus to the front of the left leg and implant.

Event description:
Additional information received from the consumer reported a gradual loss or change of therapy. The therapy "never worked for [the patient's symptoms." In the past 3 weeks, the symptoms were getting worse and "it was pouring out," indicating her bladder. An appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0d84j, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID neu_unknown, serial# unknown, product type: unknown; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).